Event description:
Patient presented less than 1 year ago for persistent pain related to locked posterior shoulder dislocation, a chronic midshaft clavicle nonunion and biceps tenodesis. After failed non-operative treatment, a shoulder arthroplasty, clavicle nonunion repair and biceps tenotomy and tenodesis were performed at that time.patient originally did well post operatively; however, approximately 9 months postop, the patient states that he was lifting his small daughter when he felt a 'pop' in the shoulder. The 'pop' was followed by a clavicle deformity and increased pain in the shoulder. Pain increased with lifting and overhead activities. Xray findings revealed broken plate and clavicle nonunion. Patient returned to surgery for removal of broken plate, and fixation of clavicle using compression plate.